Manufacturer narrative:
Repair completed by third party. No information provided to ge healthcare. H3 other text : repair completed by third party. No information provided to ge healthcare.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Ge healthcare as investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported an error message resulting in the loss of mechanical ventilation. There was no report of patient involvement.